Manufacturer narrative:
Complaint will be elevated for investigation.

Event description:
The local engineer noticed a leak on an alinity m instrument. The leak reached the floor and left the footprint of the instrument and onto a walking surface. There was no exposure or injury and the leak was cleaned using proper personal protective equipment. There was no patient involved as the leak was identified by the alinity m system user. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.

Manufacturer narrative:
The complaint investigation included a service history review, a quality data review and a complaint history review. See below for details of investigation: the complaint ticket reported a lysis solution leak inside and underneath of the system solutions drawer on an alinity m system, (B)(4), sn (B)(6) due to a loose reagent cradle reservoir (or solution) line fitting. A service history review of sn (B)(6) found no prior service records related to the issue under investigation. Complaint history review found 9 complaint tickets, including the ticket under review in this complaint investigation, related to instances of leakage from system solutions drawer due to a loose reagent cradle solution (or reservoir) line fitting on an alinity m system, list number (B)(4). Nonconformance /CAPA history review found one non-conformance record and one CAPA investigation related to the issue under investigation. Based on the results of the investigation, a product deficiency was not identified for the alinity m instrument system. The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint. The following summary from the CAPA is relevant to this observation. Process related root causes / contributing factors: alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. System solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. Earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torquing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended. Design-related corrective actions have been approved at the manufacturer to improve fluidic fittings and connectors. Lastly, an action has been taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. This action will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due september 30, 2021.